Manufacturer narrative:
Per the tandem user guide the transmitter ID must be entered correctly into the pump to receive sensor glucose readings. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a failed transmitter error. The transmitter had been in use less than 3 months. No additional patient or event information was available. Reportedly, the customer entered the transmitter ID number incorrectly. Tandem technical support instruct the customer to put correct transmitter ID.